Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a bent is-1 connector pin, which most likely resulted from the mechanical forces applied during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The visual inspection of the fixation helix did not show any deviations from the technical specifications. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to dislodgment. Patient had experienced multiple lead dislodgements that physician related to lack of compliance from patient. Physician elected to remove atrial lead and utilize system as single chamber device. Should additional information become available, it will be added to this file.